Event description:
During corrective 2nd novasure uterine ablation mandatorily, implanted essure. 4 months later I developed aura migraines and was hospitalized for 3 days . 2013 severe stomach bloating and tenderness in pelvic region. Painful pelvic cramps when bladder is full especially at night (awaken from pain) after relief pelvic region remains in pain. Sufferer from heart palpitations iron taste in mouth and fatigue. Latter 2013 suffer from incontinence. (B)(4). Update on (B)(6) 2014: hospital record number (B)(6) on (B)(6) 2014 I was diagnosed with 4 large uterine fibroids. Essure coils not present in fallopian tubes and are misplaced in the myometrium and endometrium, uterus. Degenerative bone disease lower spine l5 osteoarthritis. Anxiety given .5 lorazepam.